Event description:
It was reported that the patient received an alert due to high lead impedance. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.